Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low r-wave amplitude values were recorded. The right ventricular (rv) lead was capped and replaced with no adverse consequences for the patient.